Event description:
Pt admitted to hosp for umbilical hernia repair. Physician was attempting to suture with this product when needle broke. A second needle was obtained and it also broke. Product removed from service. Both parts of needle recovered, no harm to pt.